Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device had stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump drive support cap was pushed in. Customer did completed the troubleshooting guide. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.